Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a cracked housing and scratched lens. The unit was able to power on, but the bottom half of the display was missing. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight years with no previous reported issues related to this reported event.

Event description:
The customer reported the bottom half of the display is scrambled. No consequences or impact to patient were reported.